Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 112 mg/dl and sensor reading was in the low 50 mg/dl range. Customer was at home when the issue occurred. Customer stated the issues occurred after the first threshold suspend where blood glucose was 60 mg/dl and sensor was 48 mg/dl. Troubleshooting was performed and customer stated she calibrates each time she checks her blood glucose. Customer was advised how to properly calibrate the sensor. Customer is changing the sensor and it not returning for analysis.